Manufacturer narrative:
(B)(4).

Event description:
Customer reported admit/discharge/transfer related operational issues in conjunction with system reboots occurring. The issues started after (B)(6) 2018. There was no patient incident.